Manufacturer narrative:
Model number/catalog number: 72404161. Serial number: n/a. Batch/lot number: 1000314822. Model/catalog description: reservoir 65ml pc. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump was not functioning properly, exhibited inflation issues and a pump collapsed. A surgical procedure was performed to explant de device. There were no patient complications reported.